Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided complete pump reset information and guided the caller through the process. After the reset, the pump successfully started the sensor session without displaying the error code again.